Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a stroke. A 30mm watchman ® laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure without complication. The patient was discharged the following day. Two days post procedure, the patient presented to the emergency room with loss of vision, a computed tomography(CT) scan was performed and they discovered that the patient had a hemorrhagic and ischemic stroke in the post- cerebellar area. Transesophageal echocardiogram (tee) did not show thrombus and there was no change in the watchman from implant. The patient had a successful thrombectomy procedure and vision had started to return. Their international normalized ratio (inr) was 1.0 at time of implant and patient received 1 dose of warfarin and 1 dose of aspirin prior to symptoms.